Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore the tampons for approximately two hours and upon removal an unspecified amount of tampon pledgets fell apart leaving pieces inside her vaginal cavity. She manually removed the remaining pieces of pledget. After she removed the pledget pieces she experienced internal vaginal pain and planned to seek medical attention. Multiple attempts have been made to obtain further information regarding the consumer¿s outcome, however, no further information has been received.